Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the ventricular lead exhibited episodes of over-sensed noise. No intervention was performed. Patient condition is unknown.